Event description:
It was reported that the right ventricular lead was not capturing or sensing correctly. Chest x-rays confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, and lead sensing issue. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found the inner coil to be bunched-up at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported events for failure to capture and lead sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The connector pin and crimp sleeve were found pulled out of the connector assembly consistent with excessive forces during the procedure, consistent with procedure damage